Manufacturer narrative:
(B)(4).

Event description:
It was reported that attempting to terminate vt with atp was unsuccessful. A cardioversion was unsuccessful and put the device into bvvi. The device was explanted and replaced during lead revision. No further information was available.

Manufacturer narrative:
The reported field event of the output anomaly and backup vvi (bvvi) were confirmed in the laboratory. The device was tested on the bench and the hv output circuits were found to be damaged. The cause of the output anomaly could not be determined. The bvvi was believed to have been caused by a power on reset (por). The cause of the por is believed to be the result of the external defibrillation on the damaged hv output circuits.